Event description:
A report was received that the patient was charging the ipg frequently. Database analysis showed signs of premature battery depletion. High impedances were noted. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
For field g3 of the initial MDR, the bsc aware date should have been 17sep2018.

Event description:
A report was received that the patient was charging the ipg frequently. Database analysis showed signs of premature battery depletion. High impedances were noted. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn:(B)(4)). Device evaluation indicated that the complaint was confirmed. The device characteristics were changed after the implant procedure. The battery was exhausting at a higher rate due to excessive sleep current leakage (1 ma) resulted from low vh to ground impedance (10 k). In addition, all electrodes exhibited abnormal impedance values suggested that all nodes were shorted to the vh node inside the asics.

Event description:
A report was received that the patient was charging the ipg frequently. Database analysis showed signs of premature battery depletion. High impedances were noted. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.